Event description:
Per the clinic, the patient experienced a post-operative wound infection and was treated with oral, topical and intravenous antibiotics (specific date not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.